Event description:
The reporter did meter to meter (not a valid comparison) and meter to lab comparison tests. During a doctor's visit, on tests within a few minutes of each other, reporter's meter reading was 159mg/dl, and a lab test result was 201mg/dl. No symptoms were reported. No harm was alleged.